Event description:
Trailing new equipment from j&j for cataract surgery. I/a handpiece was sharp and tore the back portion of the anterior chamber. Patient required a vitrectomy, specialty lens, multiple extra medications, and procedure took double the time. J+j clinical rep was in the or during event.